Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 429 mg/dl at the time of incident and the other blood glucose level was 87 mg/dl. The customer was assisted with troubleshooting. Customer reported that they did not feel okay. Customer stated the cannula was bent. The insulin pump will not be returned for analysis.